Event description:
Related manufacturer reference number: 2017865-2021-29448. Related manufacturer reference number: 2017865-2021-29449. It was reported that a patient presented in-clinic. Upon examination, the physician suspected that the patient's pacing system was infected. No culture was taken, and no symptoms due to infection were reported. The patient's entire system was explanted on (B)(6) 2021. No patient consequences were reported.